Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7080013. Brand name: linear 3-6 upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7080223.

Event description:
It was reported that the patient did not experience any pain relief while the spinal cord stimulation implantable pulse generator (ipg) was implanted. The patient underwent a procedure in which the ipg and both leads were explanted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7080013 and 7080223. Device analysis: sc-1232 sn (B)(6): the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2366-50 sn (B)(6): the returned leads were analyzed and revealed that both leads were cleanly cut into two pieces at the distal part of the lead. This clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical testing could not be performed due to the cut lead body. No other anomalies were identified on the returned portions of the leads.

Event description:
It was reported that the patient did not experience any pain relief while the spinal cord stimulation implantable pulse generator (ipg) was implanted. The patient underwent a procedure in which the ipg and both leads were explanted. The patient was reportedly doing well postoperatively.